Event description:
On the 15th june 1999. An npb employee received a report alleging an npb 190 pulse oximeter failed to alarm while on a patient. The caller stated that the unit was on a patient taking readings, and then the unit displayed zero's and did not alarm. Initial information received verified no patient harm or changes in therapy.